Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with acute mi in (B)(6) 2014. An attempt was made to use one resolute integrity rx coronary drug eluting stent to treat a lesion in the proximal lad. A non medtronic stent was used to treat a lesion in the distal cx. In (B)(6) 2015 the patient presented again with chest pain and unstable angina associated with stent restenosis of the lcx. Stent restenosis of the lad was also seen at this time. Both stenosis were treated with a drug coated balloon (dcb). In (B)(6) 2016 the patient presented with shortness of breath and chest pain and was diagnosed with stable angina associated with stent restenosis of the lad. 90% stenosis was confirmed at lad and cto occurred at lcx. A non- medtronic stent was implanted in the stent in the lad. In (B)(6) 2017 the patient presented complaining of chest pain. Stemi occurred. A 100% stenosis was confirmed in the lad and stent thrombosis was detected. CABG was performed on an unknown date.